Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 2088tc52 lead, and 1156t-86 lead implanted on: (B)(6) 2011, cd3257-40q ICD, and 6935m62 lead implanted on: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) battery exhibited a critical battery alarm at greater than ten percent (10%) capacity and power switching. The battery was exchanged. No patient complications have been reported as a result of this event.

Event description:
Log file review indicated that three batteries exhibited communication errors. The three batteries remain in use.

Manufacturer narrative:
Corrections: b5, h10 product event summary: one battery was returned for evaluation. Three batteries were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed multiple critical battery alarms due to communication errors involving (B)(4). Data log files revealed multiple instances involving (B)(4) where the respective battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Analysis of data log files did not reveal any premature power switching events. As a result, the reported critical battery alarms and communication errors were confirmed. However, the reported power switching event could not be confirmed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. The most likely root cause of the reported communication errors can be attributed to the controller not receiving responses from the batteries or due to the packet error checking method detecting bit errors. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2017 / serial or lot#: (B)(4) UDI #: asku d10: no h3: yes h4: mfg date: 30-jun-2016 label for single use: no (B)(4). D1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2017 / serial or lot#: (B)(4) UDI #: asku d10: no h3: yes h4: mfg date: 30-jun-2016 label for single use: no (B)(4). D1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2018 / serial or lot#: (B)(4) UDI #: asku d10: no h3: yes h4: mfg date: 31-oct-2017 label for single use: no (B)(4). This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed three (3) critical battery alarms due to communication errors involving (B)(4). Analysis of data log files did not reveal any premature power switching events. As a result, only the reported critical battery alarms were confirmed; the reported power switching event could not be confirmed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and battery. If information is provided in the future, a supplemental report will be issued.